Event description:
It was reported that they stated arctic sun device was not cooling. A check of the diagnostics showed chiller temperature (t4) was at 18c. They then had them drain from the chiller tank. They stated approx. 600 ml was drained. Per review of wo notes, they discussed this was indicative of a failed chiller.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller. During decon, unit did not cool, all 3 pumps are working. Fault within the 115v chiller subassembly. Chiller assembly was replaced. Tank seals found worn/torn. Pm performed. Serviced circulation pump, mixing pump. Replaced evaporator outlet tube, the double-bend tube, the heater, the drain valves and the manifold o-rings. Coin cell was replaced due to age. Tank seals were replaced. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, f, h: UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they stated arctic sun device was not cooling. A check of the diagnostics showed chiller temperature (t4) was at 18c. They then had them drain from the chiller tank. They stated approx. 600 ml was drained. Per review of wo notes, they discussed this was indicative of a failed chiller. Per sample evaluation results on (B)(6) 2026, tank seals found worn or torn.